Event description:
It was reported that the patient in the pediatric intensive care unit had an ordered dose of lipids was 29.3 ml/hr. During programming in guardrails, the clinician encountered a hard limit of 21 ml/hr. Clinician attempted to reprogram the pump in the adult ICU profile, still receiving a hard limit. Pharmacy was consulted and instructed clinician to move to the pediatric oncology profile to program. The clinician was able to successfully program the devices at the ordered rate of 29.6ml/hr after overriding a soft limit of 21 mls/hr. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.